Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, and conclusion codes updated. Device evaluated by MFR: returned product consisted of a nc emerge balloon catheter and a stopcock. The balloon was loosely folded, and there was blood in the balloon and lumen. The balloon, markerbands and proximal weld were microscopically examined. Inspection revealed a pinhole in the balloon material that was 2mm distal of the proximal markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported information indicates the device was inflated to 18atm; therefore, there is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and severely calcified right coronary artery. Post rotablation, a 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The target lesion was located in the severely tortuous and severely calcified right coronary artery. Post rotablation, a 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, during initial inflation at 18 atmospheres for 2 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.